Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6). The investigation showed that during sterilization (with higher temperature) weakener in the pvc tubing of the vitrectome is released. The weakener reacts with the pc material of the thules of the vitrectome and reduces the strength of it. Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possbile injury by microbial, viral or prion infection (patient harm) incident occurred during surgery, which may lead to infection of eye, hence concluded as reportable. All available information has been disclosed. This complaint has now been closed.

Event description:
First time it was ok, but bubbles came out when second time, and after a while, it got better again.